Event description:
Customer reported receiving a motor error alarm and an additional error alarm on the insulin pump. Customer reported that the motor error alarm occurred during priming. Customer stated that the insulin pump was shooting out insulin. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during prime and also alarmed motor error during the basic occlusion test due to faulty force sensor. Unable to test the low reservoir alarm due to the error alarm. The motor was tested outside the device and passed. The unit had minor scratched display window, cracked display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.